Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a device upgrade procedure. This lead was operating in unipolar configuration and exhibited intermittent loss of capture. There was a concern the lead had fractured.